Event description:
Customer reported that the home button on their pump was difficult to press when attempting to wake it up. There was no adverse impact to the customer¿s blood glucose level. Customer declined follow-up assistance from technical support and is in the process of obtaining a replacement pump.